Manufacturer narrative:
The reported pain at the ipg site was not confirmed. This issue cannot be confirmed with product testing alone. Per the event details, the ipg was ¿poking out¿ suggesting it was implanted superficially. This may have contributed to the issue; however, this was not conclusively determined. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. No physical or functional anomaly that would contribute to the reported issues was observed. The ipg functioned as intended.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg due to the ipg becoming more superficial. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.